Manufacturer narrative:
DHR check: by the check of the dhrs, no pre-existing anomaly was detected on the 46 liners placed on the market with lot# 17at24w. First and only complaint received on this lot#. Moreover, according to our records, at least 36 liners with the same lot# have already been implanted, and this is the first and only complaint received on them. Explants analysis: explanted components were not available to be returned to lima corporate for further analysis x-rays analysis: several x-ray images were received and provided to our medical expert for a clinical evaluation: xrays dated (B)(6)2017. Xrays dated (B)(6)2018. Xrays dated (B)(6)2018. Xrays dated (B)(6)2018. Xrays dated (B)(6)2019. His comments as per follows: "the pre-operative views show a severe b2 glenoid. There is moderate humeral head bone stock loss (flattening) there is a "meta" os-acromionale. This has little bearing on the outcome. The projections of the pre-operative images are good (not perfect) but the projections of the post-operative views with regard to the glenoid are less than ideal and make assessment of positioning difficult. Suffice to say I think the retro-version has been corrected about 50% which still leaves significant retro-version and which I think is relevant with regard to the postoperative outcome which shows marked posterior and superior migration of the humeral head. The other comment is I don't think there has been any glenoid bone grafting and there may be some medialisation of the articular surface as a consequence. This also has relevance regarding the outcome. The glenoid inclination in some views appears downwards but other views do not confirm that. The humeral component position seems satisfactory but again it is difficult to determine version. The humeral head size seems appropriate and there is approx 3-4 mm medial offset measured on microdicom which is satisfactory. Comment: this shoulder had challenging glenoid retro-version and bone stock loss. I suspect there will have at least been 2 dimensional CT imaging done pre-operatively but these are not shown. In my our practice we would do a 3d print of the glenoid as a minimum preoperative evaluation which is easily and inexpensively done. We have our own printer and routinely will do that for all b2 glenoids at the least. In the absence of that in this case I would have asked lima to do, or use any of the available 3d software systems to do preoperative planning and even include psi. This may have been done? If the imaging supported it I think I would have considered a custom glenoid. I summary a difficult case, done technically as well as the components might allow but in retrospect consideration might have been given to the above strategy and implant." Moreover, after receiving additional CT images dated november 1st, 2018 (4 months follow-up), our medical consultant commented that the image of the CT glenoid positioning seemed to show a better correction of the retro-version than he had estimated on the plain films and confirmed that this was a challenging arthroplasty and the surgeon did as well as can be expected. Conclusion: in conclusion, this case appears to be difficult due to patient's anatomy, our medical consultant also commented he would have in fact considered a custom-made glenoid. Focusing on the cause for the revision surgery, without the analysis of the explanted components (which were not available to be provided to lima corporate), no definitive conclusion can be drawn on the reason of the dissociation of the liner from the metal back. However: by the check of manufacturing documents, no pre-existing anomaly was found on the overall number of liners placed on the market with lot# 17at24w. At least 36 liners with the same lot# have already been implanted without receiving additional complaints on them complaint source reported patient's subscapularis failure our medical expert commented on a very complicated patient's anatomy thus, at this stage, we cannot classify this incident as product-related. Pms data: according to our pms data, shoulder revision surgery due to the breakage and/or dissociation of l1 liners is 0.27%. In more than 40% of these cases, the failure was related to patient's conditions (e.g trauma or rotator cuff failure). No specific action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Smr stemless revision surgery due to l1 liner (code 1377.50.010 lot# 17at24w) dissociation from the metal back glenoid. Complaint source also reported subscapularis failure and posterior subluxation. Primary surgery was performed on (B)(6)2018, revision surgery on (B)(6)2020 (conversion to stemless reverse). Patient data: male, date of birth (B)(6)1947, 77kg, 175 cm, intense activity level event happened in UK. Note: the stemless system is not marketed in us (l1 liners are marketed in us to be used with smr anatomic prosthesis).

Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was detected on the 46 liners placed on the market with lot# 17at24w. First and only complaint received on this lot#. We will submit a final report after the final investigation.

Event description:
Smr stemless revision surgery due to l1 liner (code 1377.50.010 lot# 17at24w) dissociation from the metal back glenoid. Complaint source also reported subscapularis failure and posterior subluxation. Primary surgery was performed on (B)(6) 2018, revision surgery on (B)(6) 2020 (conversion to stemless reverse). Event happened in (B)(6).